Manufacturer narrative:
E1: (B)(6) hospital general incorporated foundation (added here due to maximum character limitation). The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing. The device was returned to olympus for evaluation and the evaluation found bending angle in up direction did not meet the standard value and the play of upward/downward angulation control knob was out of the standard value due to wear of angle wire; bending section cover had a scratch; adhesive on bending section cover had chipped, cracked and had white clouded area; suction connector had a crack; adhesive around object lens and light guide lens was peeled; light guide lens had a crack; connecting tube was scratched and had a wrinkle; suction connector was dirty due to water leakage; paint on suction cylinder was peeled; universal cord, protector of universal cord on suction connector side had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had insufficient angle. The device was returned for evaluation. During the device evaluation, foreign object came out of the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the foreign material observed in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no deformation that might result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use section below: gif-1200n chapter 3 preparation and inspection. Gif-1200n chapter 5 reprocessing of the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.